Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm on the insulin pump. Customer already used 3 vials of insulin. Customer just ate and was about to give a bolus when he received the alarm. Customer stated that the insulin was squirting out during the manual prime process. Customer reported that the insulin continues to drip after letting go of the act button during the prime process. Customer stated that he was not wearing the pump during priming. Customer stated that the reservoir was completely empty. Customer tried a new infusion set and was unable to successfully prime the set. Customer was advised to return the set for analysis. Customer is stuck in a rewind loop. Customer has filled up the reservoir twice and insulin still squirts. Customer does not have a back-up plan. Customer's blood glucose was 335 mg/dl. Customer declined troubleshooting for high blood glucose. Customer was advised that the pump will need to be replaced.